Manufacturer narrative:
E4: initial reporter also sent report to FDA is unknown. D5-operator of device is unknown. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(6). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional tests were performed. Visual inspection found no labels removed. Syringe port damaged on rear housing. The event history log (ehl), showed no alarms message. Inspection found, that the syringe port of rear housing was damaged. Further inspection found, that the liquid crystal display (lcd) has missing segments. The technician replaced rear housing and lcd. The reported issue had a damage syringe port. And duplicated the event. The reported issue was caused by a damaged rear housing, due to a syringe port. The root cause was undetermined.

Event description:
It was reported, that the product had a cracked cartridge loading port. It is not known if there was any patient injury.